Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that the patient underwent excision of vaginal mesh and cystoscopy of the bladder on (B)(6) 2014 due to erosion of urethral mesh in the vagina.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with a tvh-rso on (B)(6) 2002 and mesh was implanted. It was reported that patient underwent mesh removal/revision on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh revision/removal on (B)(6) 2003 due to exposure.